Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient was treated with an intraperitoneal (ip) loading dose of vancomycin 2gm, administered every 5 days. The outcome and root cause of the event of peritonitis was unknown. Pd therapy was ongoing

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.